Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2647876-2023-00627 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
Report 4 of 5. It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "false positive candida tropicalis on the biofire. Customer states they received (B)(6) 2023 letter from bd acknowledging the false positive molecular results and they are ensuring the gram stain matches the molecular results."

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 5. It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "false positive candida tropicalis on the biofire. Customer states they received on march 2023 letter from bd acknowledging the false positive molecular results and they are ensuring the gram stain matches the molecular results."